Manufacturer narrative:
D4: unique identifier (UDI) #: the manufacturing date (11) is not known at this time; therefore, the UDI number only will contain the device identifier (01), lot number (10), and expiration date (17). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva tpn bag leaked at the administration port during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between february 22, 2023 - february 23, 2023. H11: the actual device and a photograph of the sample was provided for evaluation. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition; however, the reported issue was identified by visual inspection of the photo sample. Functional testing was performed on the actual sample, a leak was identified from the administration spike port bonding area. The reported condition was verified. The cause was not determined; however a likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.